Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm function of the pump was tested on the diagnostic test system and meets the specifications. W2 (battery low) and e2 (battery empty) were found in history. The pump correctly triggered the w2 warning (1050mv) before e2 error (980mv).

Event description:
Patient reported the infusion device did not properly provide a w2 battery low warning. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.